Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was not returned for investigation. The data log was only provided for the first few hours of the case run, and no abnormalities were reported during that time. According to the clinical notes, high purge pressure was reported on the second day of pump use. The cause of the high purge pressure issue was not determined since the product was not returned and sufficient clinical information was not provided. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26382 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revise manufacturing site name and address as they were inadvertently reported incorrectly on the initial manufacturer device report number 1220648-2025-26382. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-26382 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm. If not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient (unknown race and ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and the following day after start of support, here were high purge pressure/purge system blocked alarms. Purge cassette tubing was changed without success. The patient moved or coughed, and the purge flow decreased, and the purge pressure increased. Tissue plasma activator was added to the purge. All waveforms and numbers on impella were within normal limits and have normalized out. The patient continued on impella mcs until removal the following day. The impella was weaned down, and the device was successfully explanted. Thereafter, the patient was taken back to the unit and was noted to be doing well.